Event description:
A malfunction code was reported. There was no reported adverse impact to the customer's blood glucose level. The pump reset information was provided by technical support, and the customer successfully reset the pump without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer acknowledged.